Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument had no cautery. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arching was observed and no cautery to instrument at.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on grip and current flow was not detected across the grip tip. There is not obvious damage to the conductor wire(s). Sending to eng for afa. Initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled and the conduct wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. No thermal damage was observed. The complaint was confirmed by failure analysis.